Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube (s) left tube'), device expulsion ('migration of essure device location of device: cervix/left essure had migrated/failure to occlude (close) fallopian tube(s)/ expulsion'), menorrhagia ('menorrhagia / menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine fibroids, adenomyosis, pelvic adhesions, laparoscopy and paratubal cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera), misoprostol (cytotec), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury / anxiety"), 23 days after insertion of essure. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy nos"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation- (B)(6) 2012 and hysterectomy salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, dyspareunia, depression, anxiety, vaginal discharge, weight increased and dysmenorrhoea outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 156lbs. The left tubal implant is positioned outside the left fallopian tube at the level of the cervix consistent with implant expulsion. There is flow of contrast through the left fallopian tube with free spillage into the peritoneum consistent with left tubal patency. The right sided implant is in satisfactory position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Unilateral occlusion (right tube occluded), migration of essure device. Pathology test - on (B)(6) 2017: endometrium: superficial weakly proliferative endometrium with stromal breakdown, scant benign exocervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received: events: dysmenorrhea, weight gain were added. Event onset date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube (s) left tube'), device expulsion ('migration of essure device location of device: cervix/left essure had migrated/failure to occlude (close) fallopian tube(s)/ expulsion'), menorrhagia ('menorrhagia / menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine fibroids, adenomyosis, pelvic adhesions, laparoscopy and paratubal cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera), misoprostol (cytotec), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury / anxiety"), 23 days after insertion of essure. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy nos"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation-(B)(6) 2012 and hysterectomy salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, dyspareunia, depression, anxiety, vaginal discharge, weight increased and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 156lbs. The left tubal implant is positioned outside the left fallopian tube at the level of the cervix consistent with implant expulsion. There is flow of contrast through the left fallopian tube with free spillage into the peritoneum consistent with left tubal patency. The right sided implant is in satisfactory position. Patient received treatment for : abnormal bleeding, migration , expulsion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded unilateral occlusion (right tube occluded), migration of essure device. Pathology test - on (B)(6) 2017: endometrium: superficial weakly proliferative endometrium with stromal breakdown, scant benign exocervix.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube (s) left tube'), device expulsion ('migration of essure device location of device: cervix/left essure had migrated/failure to occlude (close) fallopian tube(s)/ expulsion'), menorrhagia ('menorrhagia / menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine fibroids, adenomyosis, pelvic adhesions, laparoscopy and paratubal cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera), misoprostol (cytotec), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury / anxiety"), 23 days after insertion of essure. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy nos"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation-(B)(6) 2012 and hysterectomy salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, dyspareunia, depression, anxiety, vaginal discharge, weight increased and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 156lbs. The left tubal implant is positioned outside the left fallopian tube at the level of the cervix consistent with implant expulsion. There is flow of contrast through the left fallopian tube with free spillage into the peritoneum consistent with left tubal patency. The right sided implant is in satisfactory position. Patient received treatment for : abnormal bleeding, migration , expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded unilateral occlusion (right tube occluded), migration of essure device. Pathology test - on (B)(6) 2017: endometrium: superficial weakly proliferative endometrium with stromal breakdown, scant benign exocervix.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.event outcome were updated to recovered: abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: cervix/left essure had migrated/failure to occlude (close) fallopian tube(s)/ expulsion'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia / menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine fibroids, adenomyosis, pelvic adhesions, laparoscopy and paratubal cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera), misoprostol (cytotec), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"), 23 days after insertion of essure. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy nos"). The patient was treated with surgery (B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation- (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, dyspareunia, depression, anxiety, vaginal discharge and weight fluctuation outcome was unknown and the genital haemorrhage, menorrhagia, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 156lbs. The left tubal implant is positioned outside the left fallopian tube at the level of the cervix consistent with implant expulsion. There is flow of contrast through the left fallopian tube with free spillage into the peritoneum consistent with left tubal patency. The right sided implant is in satisfactory position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded unilateral occlusion (right tube occluded), migration of essure device. Pathology test - on (B)(6) 2017: endometrium: superficial weakly proliferative endometrium with stromal breakdown, scant benign exocervix.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, general abnormal bleeding, migration and allergy nos added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformance's data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix/left essure had migrated/failure to occlude (close) fallopian tube(s)'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine fibroids, adenomyosis, pelvic adhesions, laparoscopy and paratubal cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera), misoprostol (cytotec), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 23 days after insertion of essure. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery ((B)(6)2017, hysterectomy with bilateral salpingectomy and ablation-(B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, dyspareunia, depression, anxiety, vaginal discharge and weight fluctuation outcome was unknown, the menorrhagia had resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6) lbs. The left tubal implant is positioned outside the left fallopian tube at the level of the cervix consistent with implant expulsion. There is flow of contrast through the left fallopian tube with free spillage into the peritoneum consistent with left tubal patency. The right sided implant is in satisfactory position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded unilateral occlusion (right tube occluded), migration of essure device. Pathology test - on (B)(6) 2017: endometrium: superficial weakly proliferative endometrium with stromal breakdown, scant benign exocervix.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migration of essure device location of device: cervix, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss." Were added. Outcome of event " pain" was updated as recovering and menorrhagia was updated as recovered. Concomitant drug and medical history were added. Lab data added. Reporter information and patient aka name were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.